Manufacturer narrative:
(B)(6) h3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device shut down spontaneously. Per reporter the staff was called and, after turning the pump back on, they discovered the battery was ¾ full. For safety's sake the staff decided to install a new pump. The issue occurred during opioid treatment for pain control. There was patient involvement reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.